Manufacturer narrative:
Unit had unresponsive button due to unlocked lcd keypad connector. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 280mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.